Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a use error-failed to follow therapy steps is confirmed because the patient stated that she changed the cassette, but not the bags. The root cause is undetermined. The labeling adequately addresses the use error as stated by the patient. A batch review was not performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a check lines and bags alarm during prime and the home patient (hp) stated she changed the cassette, but not the bags during therapy on the home choice (hc) . The technical service representative (tsr) explained the setup and advised the hp to restart with new bags and cassette. Product surveillance contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the check lines and bags alarm and that the hp changed out the cassette only. Per the pd rn, she was not made aware of the alarm. The pd rn stated the hp was currently using the cycler for therapy and the pd rn would follow up with the hp regarding the proper procedures. There was patient involvement. No patient injury or medical intervention was reported.